Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported by the customer that it was very difficult to pull up vaccine without losing some of the vaccine. No information was received regarding any serious injury as a result of this report.